Event description:
Patient reported that device was unable to capture. The device was explanted. No patient complications have been reported as a result of this event.

Event description:
The patient reported that the device was unable to capture. It was explanted and replaced. The patient later reported dizziness and not feeling good. A broken wire and noise was found. The lead was also replaced. Additional information from a health care professional was subsequently received and reported recurrence of ventricular noise and no capture, which inhibited pacing in a dependent patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other: the patient reported that the device was unable to capture. It was explanted and replaced. The patient later reported dizziness and not feeling good. A broken wire and noise was found. The lead was also replaced. Additional information from a health care professional was subsequently received and reported recurrence of ventricular noise and no capture, which inhibited pacing in a dependent patient. No further patient complications have been reported as a result of this event. No conclusion can be drawn; capture, failure to.